Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 308 mg/dl after pump setup, following a period without insulin, and was advised that the ilet would gradually reduce glucose after initialization. Customer care provided support with guidance on expected pump behavior post-setup. Investigation included a review of device performance based on user report. Investigation of this case revealed no device malfunction identified and a likely physiological response to prior insulin interruption. Symptoms included thirst consistent with hyperglycemia. Outcomes included no alerts or alarms and no medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause in relation to device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.